Event description:
Product problem: probe cutting. The customer reported that the probe was not cutting. No patient harm was reported. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).